Manufacturer narrative:
The information provided in the section of concomitant product with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a compromised force sensor system alarm during manual priming. Customer also stated the drive support cap was sticking out. Blood glucose level at the time of the incident was 600 mg/dl and was feeling nauseous. Blood glucose at the time of the call was 500 mg/dl. The customer was advised the insulin pump has to be replaced and revert to back-up plan per and treat health care provider's instruction. The product will be returned for analysis.